Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with a stylet in the lead. There is an extra 14-52 gray stylet that was returned with the lead. A fresh 14-52 gray stylet was inserted in the lead and came to an occlusion at 1.5 cm. There is a blood occlusion in the distal conductor at 1.5 cm in the connector leg. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the pacing lead dislodged. Repositioning was attempted but after inserting several stylets into the lead, the physician could not insert another stylet. The lead was explanted and replaced. No patient complications have been reported as a result of this event.